Event description:
It was reported that the pt reported that her initial surgery was on (B)(6) 2011 and the following day, required a revision surgery due to a doctor mistake.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.